Event description:
Customer reported that 3-4 months prior to contacting adc, she was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that during the "first week of september", she developed an "infection in her blood". Paramedics were called and transported the customer to a local hospital where a reading of 502 mg/dl was obtained and customer was diagnosed with hyperglycemia and a kidney infection. Customer additionally stated the "infection had also entered her bloodstream due to severe high blood sugar". Customer was administered "aggressive antibiotics" and unspecified fluids via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered is based on the customers report of "first week of (B)(6)". All pertinent information available to abbott diabetes care has been submitted.